Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not recognize the defibrillation pads when attempting to use with a patient. In this state the device would not be able to deliver defibrillation therapy if needed. The patient involved did not survive however there has been no indication the device caused or contributed to the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has received a replacement device. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not recognize the defibrillation pads when attempting to use with a patient. In this state the device would not be able to deliver defibrillation therapy if needed. The patient involved did not survive however there has been no indication the device caused or contributed to the event.